Event description:
The ge oec 9800 fluoroscopy system shut down during a procedure after it reportedly got hot. A reboot restored function to complete the procedure. No injury or negative effect resulted from this malfunction.

Manufacturer narrative:
A ge oec service rep investigated the issue and based on the described malfunction cleaned an re-greased the high voltage candlesticks. As an added precaution, the systems interface and power control pcbs were replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.